Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating of the ig coil peeling off could not be determined, however, it is likely that the event was the result of repeated use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparations and inspections 3.2 preparations and inspections of the endoscope". ¿inspection of the endoscope body¿ ¿3. Check that there are no cracks, dents, bulges, edges, metal wires protruding from the inside, protrusions, floating resin, peeling, or other abnormalities in the appearance of the insertion tube¿. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a tracheal intubation. There was no procedural delay as a result of the event. The procedure was completed using another device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Image guide bundle had significant breakages. Due to breakage of light guide-bundle, no illumination was obtained. There were few additional findings. Due to a pinhole on bending section cover, water tightness was lost. Due to a dent on channel tube, suction volume does not meet the standard value. The bending section cover had a cut. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Because channel tube was crushed, the tube cleaning brush could not be inserted. Adhesive around objective lens and light guide lens was peeled. Bending tube was damaged. Connecting tube had a dent. Eyepiece had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the light guide bundle of the tracheal intubation fiberscope was broken. The device was returned and an evaluation of the returned device revealed, the coating of the image guide coil was peeled off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.